Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. It was noted that helix function could not be tested due to the condition of the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead had placement difficulty and was unable to extend the helix after multiple extension/retraction. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.